Manufacturer narrative:
Submit date: 08/05/2013. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
This unit was sent to covidien and upon triage svc found that the unit has a damaged power cord and showing bare copper wires.